Manufacturer narrative:
On january 14, 2022, mentor was notified of a date of explantation. The patient had the implanted breast prosthesis explanted and replaced with a 700cc mentor memorygel breast implant prosthesis on (B)(6) 2022. Furthermore, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female had undergone a primary breast augmentation surgery with two 700cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral breast pain. A physical exam was conducted by an hcp and bilateral capsular contracture was diagnosed. Baker grade IV and iii were determined for the left and right breasts, respectively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-12868 for the contralateral event.